Event description:
Customer reported that device smoked and burned at the connector while in use on a pt. There was no report of pt harm or medical intervention. No further pt/event information is available.

Manufacturer narrative:
(B)(4). The customer's experience of the pcu device smoking and burning was confirmed. Visual inspection when the pcu was detached from the pca revealed the iuis were burned and there was evidence of fluid on the pcu's right iui connector. A resistance measurement across pins 13 and 14 found them to be shorted out, with all other adjacent pins measuring open as expected. The root cause of the customer's experience of the pcu smoking and burning was not identified, however the evidence of fluid residue could have created a bridge short condition across pins 13 and 14, resulting in a thermal event with the iui connectors.